Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 286mg/dl with nausea, headache, and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal history did not match active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/16/2017 with the following findings: the black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Due to the pump information for the complaint date being overwritten, the investigation was unable to duplicate the initial complaint about an ¿inaccurate delivery¿ issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.